Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the foam sponge with povidone-iodine was missing from each of four (4) minicaps. This issue was identified prior to patient use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured on march 20. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. The photographs were visually inspected and there was no evidence that a sponge was inserted in the caps; presence of iodopovidone was not identified in some caps. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.